Event description:
Customer called reporting her insulin pump is delivering double the amount she programs during a bolus. Her current blood glucose is 154 mg/dl. She stated the programming has not been changed. This issue just started occurring this week. Customer declined troubleshooting because she had no time. She stated she passed through an airport security scanner because she just got back from a trip. Customer was advised to monitor the device and call back as soon as she can to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.